Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited noise and high impedance. The lead was not implanted and a new lead was used.